Event description:
Patient reported via company representative has been running a low grade fever, has developed breast swelling and tenderness, fluid collection around the implant, and is scheduled for surgery to remove implants. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.